Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since (B)(6) 2020 has been experiencing problems on the right side of their butt, said that it was bruised which has healed however said that side of their butt is disappearing, said used to be round and now is flat. Patient reported a bad bruise on their right arm and leg. Patient went to a cardiologist who ordered an ultrasound of legs and her follow up appointment in on (B)(6) 2021. When asked, the patient said hasn't had any falls or trauma. They did have a shoulder surgery on (B)(6) 2020 and didn't turn stimulation off, rather just turned the setting down low. The patient has been peeing a lot more, both day and night which started about two days ago. They increased the stimulation setting on all of the programs however isn't feeling the stimulation anymore. Patient said stimulation setting was not increasing on programs 1-3, which they tried this morning. The circumstances that led to the reported issue were unknown. Please note that patient did say that had shoulder surgery on (B)(6) 2020 and didn't turn stimulation off, however did turn the setting down low. Reviewed button use and when patient synced, confirmed that seeing the lightning bolt and on program 3 and was able to increase the setting. Patient said that increased the setting much higher than typically uses and still isn't feeling any stimulation. Patient tried the program they were on before (program 2) and still not filling stimulation and experienced the same when tried program 4. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.